Event description:
It was reported in 2008, the patient went in for refill and 45 cc of fluid was drawn out from area around the pump. Several weeks later, the patient went back to the hcp and 120 cc was removed. The patient stated this was due to the catheter becoming disconnected, spinal fluid was leaking, and the pump had flipped. The patient had revision to correct the issue. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.